Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke in several pieces during the operation. The surgeon recovered the pieces present in the operating site but is not certain to have recovered everything.

Manufacturer narrative:
(B)(4). It was reported that when clamping a vein, the tip of the applier broke causing a sudden sliding of the instrument and damage to a nearby artery. The artery which is essential for the colon had to be clamped causing an anastomotic fistula. The patient had to be taken back to the operating room and a protective ileostomy procedure was done. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. The rivet on the jaw is broken/shared off and bent. The connection between the pull rod and joint is broken / shared off and the pull rod is bent. Based on the damages, it is assumed that the breakage was caused by an overloading. No corrective action will be initiated by k & w. However, the instrument could be repaired.